Event description:
The reporter states, she tested the customer and obtained a 354 mg/dl. She performed a back to back of 100 mg/l plus, on a professional meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.